Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to reach out again if any issues arose. The customer acknowledged and understood the instructions.